Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that a leak failure occurred in remote switch 3, reprocessing could not be completed and foreign matter remained in the curved pipe. The detection method is described in the instruction manual gif-1100 operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to a cut on switch 3, water tightness lost, control unit shaved, air/water-cylinder has no color, and suction-cylinder has no color. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had air/water leaking at switch 3. Upon inspection and testing of the returned device, foreign material was found clogged in the scope connecting tube and distal end cover due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.